Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer¿s blood glucose level, as the pump continued functioning without shutdown or inability to turn back on. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, and the pump began charging using the original charging supplies, eliminating the need for further assistance.